Manufacturer narrative:
(B)(6). This device is same and/or similar to a device approved for distribution in the us.

Event description:
It was reported that when "indwelling the catheter in a patient", and removing the inner needle from the catheter, blood leaked from it. No injury was reported.